Event description:
It was reported that, during a shoulder procedure, the drill bit broke in the patient while drilling, the drill fragment was able to be retrieved with an arthroscopic grasper. A void was left and a new bone hole was used to complete the procedure. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use, and the distal tip of the drill bit is fractured. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Foreign zip code: (B)(6). Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder procedure, the drill bit broke in the patient while drilling, the drill fragment was able to be retrieved. A back up was available to complete the procedure. No delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.